Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he hospitalized due to low blood glucose. The customer's blood glucose was 46 mg/dl at the time of incident. The customer stated that he had low blood glucose of 30 mg/dl and 40 mg/dl as well. The customer stated that he was unconscious due to low blood glucose. The customer stated that he treated his low blood glucose with juice and she would also remove the insulin pump. The customer declined to troubleshoot for the low blood glucose. The insulin pump will not be returned for analysis.